Event description:
It was reported via repair work order that the stretcher would intermittently zoom due to a detached communication cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.